Manufacturer narrative:
The stent was not returned for evaluation. Visual examination of the guide catheter was performed and indicated that it was stretched, kinked and retracted from the push catheter upon return. A visual examination of the push catheter revealed no visual defects. Unable to determine the root cause of the reported event.

Event description:
In 2008, it was reported to boston scientific corporation that a physician was performing a biliary stenting procedure the day before. (Patient weight unknown). According to the complainant, when the stent was delivered to the biliary position and the handle was pulled to release the stent. The gray catheter was pulled until the blue mark appeared but the stent would not release and therefore, could not be placed. The physician withdrew the device from patient and completed the procedure with another flexima biliary stent system. No patient complications were reported as a result of this event. The patient's condition was reported as "stable."